Event description:
The patient stated that sometimes, the v-go will not remain securely attached to her stomach and she can feel the needle which hurts. The patient stated that the v-go's become loose when she sweats and during these times, if bending over, she can feel the needle.